Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient had a skin irritation and blisters under the therapy electrode pads. The patient reported that a nurse recommended the use of baby powder. During a follow-up, the patient reported that the skin irritation was improving. There was no alleged device malfunction associated with the skin irritation.